Event description:
Information received from the field notes that daily measurements showed p-waves from 0.4 mv to 19 mv. The patient had a history of atrial fibrillation but had not had a mode switch since october 2005. The patient had a syncopal episode, but it was not known if it was related to a sensing anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 and g3 - competitor